Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is not available and lot information is unknown. Since no sample was available for evaluation and no further information is available, no root cause cannot be determined.

Event description:
A customer reported to baxter (B)(4) that a spike broke on a miniset uv flash transfer set. There was no patient injury. The patient was treated with prophylactic antibiotics. No additional information is available.